Manufacturer narrative:
(B)(4). The sample was received by the baxter product analysis lab (pal) for evaluation. The lab was unable to duplicate the complaint due to inability to decontaminate the dialyzer. The testing lab was unable to remove the blood clots from within the dialyzer. Due to the biohazardous condition of the dialyzer no further testing could be performed. A visual inspection was performed and no defects were found. The reported condition could not be confirmed. Therefore, a root cause cannot be determined. A review of the manufacturing, process inspection and release inspection records was performed and no defects were noted. Testing of the retained samples showed no abnormalities. Baxter will continue to monitor similar reports to determine if further actions are required. The manufacturer, nipro batch review indicates: samples of the lots concerned were checked visually and no damage was found on the hollow fibers. An air leak test was implemented in the water after priming and no leak from the fiber or other places was confirmed. No defect was found in the records, retained samples or processes of the concerned lots.

Manufacturer narrative:
(B)(4). The sample has been requested to be returned to the baxter product analysis lab (pal) for evaluation. Should an evaluation be performed or additional information received a follow-up will be submitted. This is the first of two reports associated with the leak.

Event description:
The dialysis manager called baxter product surveillance on (B)(6) 2011 to advise of a report of two incidents of a blood leak with a xenium dialyzer which occurred with the same patient on the same day of therapy. Two different dialyzers were used on 2 different machines. The blood leaks occurred at the beginning of treatment. It was discovered by a blood leak alarm on the machine and noted visually for both blood leaks. Both were confirmed by a hemastix test. The blood was not returned to the patient. The patient had a blood loss of 250 - 300cc's for each event, for a total blood loss of 500 - 600cc's, the treatment was stopped after the second blood leak. The patient did not receive therapy. The patient was sent home. There was no medical intervention or hospitalization as a result of this incident.